Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported damage to insulin pump due to the pump being dropped by the customer. Customer reported a crack in the screen causing the screen to be unreadable. Advised discontinuation of the insulin pump. Nothing further reported.